Event description:
It was reported that there was a foreign material looked like a dust was found inside the drain bag upon opening the package.

Manufacturer narrative:
The reported event was confirmed as supplier related. Evaluation found foreign matter inside the drainage bag. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. The potential root cause could be a defect contributed by vendor/supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 22) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] 25) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a foreign material looked like a dust was found inside the drain bag upon opening the package.